Event description:
User allegedly had a box of pen needles and "about four were completely defective." User had placed the pen needle on his pen and it would not work properly. "No insulin would come out."